Manufacturer narrative:
Unit passed all following tests: displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, displacement accuracy test, and self test. No unexpected insulin flow block alarms noted during testing. Unit was successfully downloaded using thump software. However on adapt, confirmed no delivery (7) alarms on 09/19/2024 03:16:33.000, 09/19/2024 08:35:19.000, 09/19/2024 08:44:33.000, 09/19/2024 08:55:01.000, 09/19/2024 10:42:11.000, and 09/19/2024 14:45:23.000 all during bolus. Pump was cut open to perform a visual inspection and found no moisture or physical damage. Test p-cap locked in place properly during testing. The following cosmetic damages were noted: battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), pillowing keypad overlay, cracked keypad overlay, and scratched case in summary, customer concern for no delivery/occlusion alarm is not confirmed. Unit functioned properly and passed all testing within spec. No alarms noted during testing, however noted in download history review. Unable to verify for high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and received insulin flow blocked alarm and also the insulin pump was broken. The customer reported hyperglycemia was treated with manual injection/insulin pen and insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884l, mmt-332a, mmt-396a, mmt-7040a. Customer reported insulin flow blocked alarm. Customer confirmed insulin did not exit tubing with manual push of reservoir plunger or reported greater than normal resistance. Troubleshooting was declined by the customer for high blood glucose event. No further patient complications were reported. The customer will discontinue use of the device. Mmt-1884l was requested and customer response was the device will be returned. Mmt-332a was requested and customer response was the device will be returned. No product return is required for mmt-396a. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.